Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated stimulation just quit on them. Patient stated their foot started going nuts on their way home and they put their charge belt on and the controller and implant was 100%. Patient stated they tried all 3 programs and different settings and they were not getting any stim whatsoever. Patient tried resetting the controller but that did not resolve the issue. Patient noted they had an appointment with their healthcare provider on friday. During the call patient verified stimulation was on. Agent reviewed with patient everything appeared to be working as intended and agent could not remotely troubleshoot programming with patient. The issue was not resolved through troubleshooting. The patient was redirected to their health care provider to further address the issue and to request a medtronic representative. Patient mentioned they just had some programming done recently that made it better. Additional information was received from the patient on (B)(6) 2024. When asked about the cause of the stimulation just quitting they stated that the charging belt had stopped working. When asked what steps were taken to resolve the issue they stated that a new charger was sent. The issue had been resolved; however, they still couldn't get coverage where they needed so they had a revision surgery book (B)(6).

Event description:
Additional information was received from the patient reporting that the mostly likely cause of their lack of coverage in the necessary areas was due to inactive electrodes on their original 20 year old wire. The issue has been resolved. It was reported that the patient had the whole system replaced on (B)(6) 2024 and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3778-45 lot# serial# (B)(6): product type lead product ID 3778-45 lot# serial# (B)(6): product type lead product ID m943899a lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.